Manufacturer narrative:
Additional information: h6 and h10. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, a picture was provided for evaluation. Visual inspection of the provided photo identified that the leak was located at the level of gluing between the entry of access line and y connector of the access and pre-blood pump lines. The reported problem was confirmed. The access line is provided pre-assembled by a supplier, the involved defect gluing was made by the supplier. The supplier has been informed of this defect. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a prismaflex m100 set, an external blood leak was observed. It was reported the leakage was due to ¿access line damaged.¿ it was reported the access was via femoral venipuncture and ¿after removing the quilt, a bit of blood was found on the bed,¿ (no further details). The estimated blood loss was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.